Event description:
The physician was using an integrity rapid exchange (rx) bare metal coronary stent, to treat a lesion in the rca. The lesion was tortuous, with some calcification and 80% stenosis. Pre-dilation was not performed. While attempting to advance the stent, force was used and the stent dislodged. The dislodged stent remained on the wire. The physician threaded a balloon through the wire and deployed the stent in an undesired location. Two stents were used to treat the target lesion. The patient is fine post procedure and no clinical sequelae were reported. There were no abnormalities noted during prep/ inspection prior to use.

Event description:
It is reported that the rca was 99% stenosed.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (force was used). (Dislodgement). (Tortuous, calcification and 80% stenosis). (Device was not received for evaluation).